Manufacturer narrative:
Concomitant medical products: one non bd spike adapter and one non bd adapter. The customer¿s report that the tubing set leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set upon initial visual inspection. Functional testing revealed a leak due to a small hole in the blue piston of the distal smartsite of the set. The root cause of the smartsite leak is due to a damaged/punctured smartsite piston. Root cause of the leak was not established.

Event description:
It was reported that the tubing set leaked. Although requested, the customer is unable to provide event details.